Manufacturer narrative:
Investigation- summary: a review of complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were identified for this failure mode. A thorough review of complaint history search revealed that this is the only recorded complaint associated with this lot number. Appropriate measures were initiated due to an increased trend for hub separation on ultrathane mac-loc locking loop multipurpose drainage catheter. . The root cause analysis determined that a change in flaring iron from 0.200¿ to 0.190¿ caused the increased trend in hub separation/leakage. New validations were performed to validate a new flaring iron resulting with a 0.210¿ flare, with passing tensile and leakage results. The flaring iron diameter was changed to 0.210¿ before the device was manufactured. Since the device was not returned, there is no evidence to suggest that this device was made out of specification. Based on the provided information, no product not available for evaluation, a definitive root cause cannot be established or reported at this time. A quality engineering risk assessment was performed to address this failure mode. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received an ultrathane mac-loc locking loop multipurpose drainage catheter for an unspecified indication. Customer indicates that the drainage procedure was completed and a dressing was on the patient. The tech then noticed that the hub was leaking less than five minutes following implantation. The device replaced with a new device. No further event or patient information was provided.